Manufacturer narrative:
Manufacturing facility- the device was manufactured in either (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette had a white, "cotton-like" substance in the patient line. This was identified during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event, however, when the white substance was noticed, the patient then disconnected from the therapy. There was no report of patient injury associated with this event, however, as a result of the issue, an unspecified prophylactic medication was provided to the caregiver by the patient¿s pd clinic to put in the patient¿s pd solution bags. No additional information is available.